Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure there was a substance. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
The lens was returned in a small plastic bag with the label set for the reported serial number. The lens was evaluated. Viscoelastic is observed on the lens. One haptic is scraped on the posterior surface and broken-distal area (not returned). The optic has a very large scraped area on the anterior surface. The damage travel path is toward the center of the optic. A large amount of material has been removed from the optic surface. This damage and/or the removed material may have been interpreted as the reported complaint of foreign material. No foreign material observed. Product history records were reviewed for the reported serial number and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported foreign material was not observed. A large scraped area of damage on the optic surface and the resulting removed material may have been interpreted as the reported complaint. The damage may indicate a plunger override as the travel path of the damage is from the edge toward the center of the lens. The injector device for the reported serial number was not returned. The root cause for the observed damage cannot be determined. The manufacturer internal reference number is: (B)(4).